Event description:
It was reported that the customer experienced low blood glucose levels while she slept, and was taken to the hospital with a reading of 40 mg/dl. It was stated that the customer was having difficulty talking also. Troubleshooting was performed, and the insulin pump had the wrong time and date programmed. Assisted with the correct programming. The reservoir volume was accurate. The insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.